Event description:
An optometrist reported a patient with keratitis at three month lasik post-operative visit. Additional information from reporter indicated the reported issue resolved after a month. This report references the left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).